Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent "connect to power" alarms while on battery power. The patient denied the alarms occurring on ac power. The log files were submitted for review. The log files captured 121 pulsatility index (pi) events on 24mar2026. The log did not display many power cable disconnect alarms. The mechanical circulatory support (mcs) equipment functioned as intended. It was later communicated that the patient switched to a new system controller due to frequent connect to power alarms. The device did not operate as expected and the controller exchange resolved all alarms.